Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had sensor and blood glucose reading issues. Customer's sensor glucose reading was 70 mg/dl but his blood glucose level was 104 mg/dl. The customer's sensor and blood glucose difference was not within an acceptable range. The customer removed the sensor and noticed it was bent. The insulin pump went into threshold suspend three times. The customer experienced a high blood glucose level over 335 mg/dl. He treated his blood glucose level with the insulin pump. The customer noticed some air bubbles in the reservoir. Before the call ended the customer's sensor glucose reading was 62 mg/dl and his blood glucose level was 69 mg/dl. The insulin pump went into threshold suspend. The device was not returned.